Manufacturer narrative:
As alleged the fasteners did not penetrate the mesh with sufficient purchase and one fastener deployed broken the broken fastener was removed and the subject device has been discarded. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. There was no patient injury reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in march 2020. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." If additional information becomes available, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2020, while using a sorbafix enhanced 30 count during an incisional hernia repair procedure, the first tack snapped in half going through the non-bard/davol mesh. When the surgeon was tacking around, it was not firing with the purchase the surgeon wanted. The surgeon then tacked about 20 tacks and then pulled out saying that ¿it didn't work and it was broken¿. A new tacker was not opened for this case. The surgeon removed the broken tack and the device sample was discarded. There was no reported patient injury. The surgeon is an experienced user of the sorbafix device and has reportedly used other units with the same lot number and did not have any issues.